Manufacturer narrative:
Additional information: b5: distributor received pump. The wake button was confirmed to be unresponsive; however, found that the pump display turned on when plugged into a power source. D10: updated to yes. H10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.